Manufacturer narrative:
Date of report: 25jun2019. Date received by manufacturer: 07may2019. The v60 stand was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the v60 stand revealed that the top platform assembly has a crack on the bottom collar. The v60 stand was further visually inspected and the top platform assembly crack damage on the bottom collar was verified. No further testing was deemed necessary. The reported condition was visually confirmed - physical damage caused the crack damage on the bottom collar of the top platform assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the stand was cracked, new out of the box. There was no patient involvement. The event date was not specified; estimate used.